Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the au480 clinical chemistry analyzer. The failure mode is determined to be defective buffer valves. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported erroneous high patient results generated for ise (ion selective electrode) na (sodium), potassium (k), and cl (chloride) involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.